Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction to notify date initial regulatory report 2182208-2020-01010 should read 14 may 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was explanted and replaced.